Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "inconsistent flow rate" was not reproduced; the device was successfully loaded and a set ran without discrepancies. A review of the event history log showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an inconsistent flow rate. The process step was not specified; however, there was no patient involvement. No additional information is available.